Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that latches were not actively failing but were intermittently clicking due to the older latch design. A field service engineer updated all four tower latches to the enhanced design, reassembled the device, and rebooted the system. The customer successfully tested all tower latches, confirming proper operation without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door emitted a double sound when opened or closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.